Event description:
Additional information received indicated that the defibrillation test was performed successfully. The patient's condition was suspected to cause stress/abrasion on the lead. All dft measurements were within range and no more issues were observed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited high, out of range high voltage lead impedance. Further monitoring the trend and provocative tests on the lead were recommended. No further information is available.